Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the tip of the '03.037.024, tfna helical-blade impact' had stripped. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the tfna helical-blade impact would contribute to the complained device issue. Based on the investigation findings, end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.037.024; lot number: t129025; manufacturing site: tuttlingen; release to warehouse date: 17-may-2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, that the helical blade was threaded and stuck together. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. There was no patient involvement. This report involves one tfna helical-blade impact.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found sign of normal use at the distal tip of the tfna helical-blade impact. The mating device was assemble. There is no indication that a design or manufacturing issue. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed. Several attempt was made to disassemble the connecscr f/tfna helical blade+scr from the tfna helical-blade impact but were unsuccessful. The devices are jammed, therefore the condition of the inner threads of both devices cannot be exanimated, consequently it is not possible to found a potential cause for the malfunction of the devices. The overall complaint was confirmed as the observed condition of the tfna helical-blade impact would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part number: 03.037.024 lot number: t129025 manufacturing site: tuttlingen release to warehouse date: 17-may-2016 a review of the device history records was performed for the finished device lot number and an nc# 0040976 was started to deburr the diameter 6,2mm cannulation in the shaft art. # 208.0982. All 41 parts were returned to tuttlingen from selzach however the returmed parts were not adequately packed. An nc# 0041856 was started and 4 parts were scrapped due to marks on the devices. All of the other 37 parts were deburred and re-inspected for critical features and found to be conforming. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 corrected: e4 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.